Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when the device was tested discharging 10 joules it delivered a below specification energy amount. There was no patient involvement.

Manufacturer narrative:
It was clarified that when testing the device with pads at 10 joules, 7.8 joules were discharged and when tested with paddles, at 10 joules, 10 joules were discharged. Philips was then informed the pads that were used for testing had expired.